Event description:
The surgeon performed a partial knee arthroplasty procedure on (B)(6) 2015 using the robotic arm interactive orthopedic system (rio). During the case, the tips of the bone pins broke in the patient's bone. The surgeon decided to leave the tip of the bone pins in the patient's bone. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available. Bone pin left in patient.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: during partial knee replacement surgery, the tip of a 3.2x140mm bone pin broke off and embedded in patient as surgeon attempted to remove the entire pin. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: (B)(4). Complaint history review: (B)(4). Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of both bone pins. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, 206388 revision 01 for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a partial knee arthroplasty procedure on (B)(6) 2015 using the robotic arm interactive orthopedic system (rio). During the case, the tips of the bone pins broke in the patient's bone. The surgeon decided to leave the tip of the bone pins in the patient's bone. The outcome of the case was successful.